Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered and device deformity occurred. The calcified and chronic totally occluded (cto) target lesion was located in the right superficial femoral artery (sfa). A 300cm v-18 control wire guide wire was selected and advanced to the target lesion but was unable to cross. When the physician retrieved the device without applying pressure, it was noticed that the tip of the wire was unusually deformed. The procedure was not completed due to the severity of the lesion. No patient complications were reported and the patient's status was okay. However, returned device analysis revealed a broken distal end and peeled coating.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned was loaded in an unidentified catheter. The wire body and distal tip are kinked and the distal tip is damaged, as part of overall visual revision. Moreover, the distal tip is fractured and the polymer coating peeled. All outer diameter (od) measurements taken met specifications. The wire length was measured and found to be 179.0 cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).